Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received two resume pump alarms. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support had the contact review the pump history and no recent alarms were noted to have occurred in conjunction with the resume pump alarm. The contact reported a few days later that no further resume pump alarms had reoccurred.